Manufacturer narrative:
Device failure is suspected but has not been confirmed.

Event description:
It was initially reported that patient presented high lead impedance during diagnostic testing performed during an office visit on (B)(6) 2013. At the time of the initial report, it was unknown whether the device had been programmed off and the physician was not aware of any trauma or manipulation to the device. The last good diagnostic results were obtained in (B)(6) 2012 which is also the last time the patient was seen by the physician. The exact diagnostic results were not provided. The patient was said to be experiencing an increase in seizures recently. Clinic notes were received on (B)(4) 2013 for an office visit dated (B)(6) 2013 where it reports that the patient is having more seizures and is having aggression issues as well as increased anxiety. The patient is also having voice alterations during the office visit. The patient has suicidal thoughts first thing in the morning but does not act on them. The patient's current settings were said to be 1.75/20/250/30/1.8/2/250/60. Five mg of zydis was added to the patient's medication regime and the patient's dosage of vibryd will be increased over the next three weeks. In notes dated (B)(6) 2013, the patient became anxious and may have experienced a seizure. The vns was said to not be working and would need to be replaced. The patient was having more anxiety and was also having thoughts of suicide however he would not act on them. It is most likely that the stress are due to issues with the patient's family and due to the increased stress, the patient is having mores seizures. The patient underwent full revision surgery on (B)(6) 2013 in which the lead and generator were explanted and replaced. A review of the device history record (DHR) for the lead was performed and no unresolved non-conformances were found indicating that the lead past all function and visual inspection criteria prior to shipment. Good faith attempts to obtain additional information on all the reported events have been unsuccessful. It is unlikely that the explanted devices will be returned to the manufacturer as the site does not typically return explants.

Event description:
Additional information was received from the treating physician's office on (B)(6) 2013. The physician stated that no x-rays were taken following this incident. The increase in seizures event was first observed on (B)(6) 2012. The patient has multiple types of seizures, and each of those seizure types had increased - complex partial most of all. The increase in seizures was at pre-vns baseline level, and was believed to be due to a loss of stimulation (therapy) following this incident. The aggression, anxiety, and suicidal ideations events were first observed on (B)(6) 2013, and were all believed to be related to a loss of stimulation (therapy) following this incident. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of aggression. It was also provided that the patient does have a medical history of aggression before being implanted with vns. Interventions taken for the aggression event included increasing medications. Also, it was noted that the patient lived at home with family for aggression and suicidal ideations. The suicidal ideations were above pre-vns baseline level. The increase in depression was at pre-vns baseline level, and was believed to be due to a loss of stimulation (therapy) following this incident. The date the increase in depression event was first observed was not provided. There was no relationship of the voice alteration event to vns. The date the voice alteration event was first observed was not provided.